Manufacturer narrative:
Insulin pump passed active current measurement and displacement test. Pump received error detected alarm due to non-sleep anomaly software error. Unit failed sleep current measurement due to unexpected battery power loss and pump error detected alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Notification light did not stop flashing immediately. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.